Event description:
The customer stated that a falsely elevated alinity c hemoglobin a1c result was generated for a patient on (B)(6) 2022. The following data was provided. Sample number: (B)(4). Hba1cwb: 63.7512 umol/l. Thbwb: 83.3212 umol/l. %a1cwb: >14.00%. The patient has a known history of diabetes and has an insulin pump. The physician questioned the result because the patient has a history of stable %a1cwb values. It was suspected that the pump was possibly not working correctly since the elevated result was not expected. The same sample was retested on (B)(6) 2022 with the following results. Hba1cwb: 236.1069 umol/l. Thbwb: 4179.2451 umol/l. %a1cwb: 7.32%. Review of instrument logs showed a different aspiration curve for the falsely elevated result indicating a potential sample issue such as a clot. The customer will be implementing a new retest rule for every a1cwb above 11.3%. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(4). Correction/removal reporting number: (B)(4). During the investigation to this issue, internal data analysis found the current set value for low linearity range for the total hemoglobin is too low when analyzing whole blood or hemolysate samples with poor sample integrity, due to micro-clots and particulate matter, associated with low total hemoglobin values. It was identified that a revision to the total hemoglobin low linearity values for the alinity hemoglobin a1c whole blood and hemolysate applications was required. To address the linearity issue, for whole blood application, the thbwb low linearity value has been updated to 53.8278 umol/l; for the hemolysate application, the thbh low linearity value has been updated to 1250 umol/l to prevent the potential for falsely elevated results. A product correction letter was sent to all customers who have received impacted lots of the alinity c hemoglobin a1c reagent kit (list number 08p4320). The letter informs the customer of the issue and provides them with instructions for necessary actions to perform, which includes immediately installing the updated assay file versions (based on their impacted product and sample application) and then manually configuring the low linearity value. All available patient information was included. No additional information was provided.